Manufacturer narrative:
The cts indicated that customer's dilution technique may be the cause of the higher results for the diluted samples, and that sample interference may have also contributed to the erroneous results. Therefore, a service request was not generated as the issue appears to be related to the dilution techniques used, and not a hardware issue. Customer has not called back to report any further issues. (B)(4).

Event description:
Customer called with questions regarding microalbumin (ma) patient results generated by the unicel dxc 800 synchron system. Customer stated that many of the results were low and that the instrument displayed "out of instrument range low" (oir lo) suppression codes. Customer stated that the laboratory procedure is to report such sample results as <0.2 milligrams per deciliter (mg/dl). Customer informed the beckman coulter, inc. Customer technical specialist (cts) that yesterday a laboratory technician diluted the patient sample with irrigation saline after noticing the suppression code, and received a value of 1.05 mg/dl, which was reported outside the laboratory. The same sample was rerun, yielding a result of <0.2 mg/dl, and the report was amended to reflect this value. The report was amended prior to the initiation of patient treatment based on these values; therefore, patient treatment was not affected. Customer then described to the cts the dilution process that was followed while experimenting on another sample that morning. Customer asked the cts whether the low suppressed results should be diluted. The cts informed customer that samples that recover <0.2 mg/dl with oir lo suppression codes do not need to be diluted. The cts asked customer to further describe their dilution technique, and customer explained that an automatic pipette was used to deliver the dilution. The cts informed customer that automatic pipettes may be contaminated at the tip, and the cts warned customer against making dilutions in the sample cups. The cts then explained how proper dilutions should be made, in round bottom tubes with sufficient quantity to allow for mixing by inversion or vortexing. The cts also advised customer on the quality of saline that should be used for dilution. Finally, the cts guided customer through troubleshooting to test these proper dilution techniques. The cts called customer to follow-up, and customer stated that the new patient sample yielded a result that was on the mean for the control range, which confirmed that the patient sample had a ma result of near zero mg/dl.